Manufacturer narrative:
H.6 investigation: one sample received for investigation. Syringe was evaluated for deformation or damage, leakage, and molding defects in the barrel, plunger and/or stopper. Upon observation, there is a damage to the barrel, due to this, the requested test were not executed. Corrective and preventative action, CAPA#: 400567, was opened due to incidents that were related to fractures in the barrel due to blockage in the dials, so barrel damage may have been generated during manufacturing. During the documentary review, no attributable problems were detected with the defect that the customer reports, however, the sample shows damage to the barrel, which causes the syringe to lose suction due to loss of vacuum. Corrective and preventative action was closed with an audit conducted to review that the actions implemented were effective. This lot was manufactured in october 2018 prior to the closing of these actions. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked past the plunger and into a "divot" during use while being filled with insulin. The following information was provided by the initial reporter: "customer reported insulin leaking from the fill syringe when he was trying to fill it with insulin. Customer specified the leak was occurring when the black part of the plunger reached a part of the syringe that had divot (on the inside of the syringe)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked past the plunger and into a "divot" during use while being filled with insulin. The following information was provided by the initial reporter: "customer reported insulin leaking from the fill syringe when he was trying to fill it with insulin. Customer specified the leak was occurring when the black part of the plunger reached a part of the syringe that had divot (on the inside of the syringe)."